Manufacturer narrative:
The customer contacted a siemens ccc specialist and stated that they restarted the centralink and lis however, the issue did not resolve. A siemens regional support center (rsc) specialist was dispatched to the customer site. After evaluating the instrument, the rsc specialist found a sample that caused the communication breakdown. The rsc specialist deleted this sample information and the communication was restored. The device is performing as expected. No further evaluation of device is required.

Event description:
The customer of a centralink data management system contacted a siemens customer care center (ccc) specialist and stated that every one minute there was communication failure between the centralink and a laboratory information system (lis). The customer stated that they were running patient samples and there was delay of about five minutes to twenty hours in reporting of results. The assays affected were aspartate aminotransferase, alanine aminotransferase, bilirubin, calcium, c-reactive protein, sodium, thyroid stimulating hormone, free triiodothyronine, free thyroxine, cardiac troponin, n-terminal pro b-type natriuretic peptide, ferritin, digoxin, vancomycin, human chorionic gonadotropin, amylase, glucose, creatinine, urea nitrogen, albumin, chloride, and myoglobin. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The initial MDR 2432235-2017-00118 was filed on february 13, 2017. Additional information (03/01/2017): centralink software version 14 has a known software limitation where a patient comment cannot exceed 986 characters for the (B)(4) laboratory information system translator to work properly. The limitation does not exist in software version 15. Siemens recommended the customer to upgrade their centralink software from version 14 to 15.

Manufacturer narrative:
The initial MDR 2432235-2017-00118 was filed on february 13, 2017. The first supplemental MDR 2432235-2017-00118_s1 was filed on march 31, 2017. Additional information (03/31/2017): the customer was educated about the character limitation. The customer is scheduled to get a new centralink server, which will have the updated software version with no character limitation.